Event description:
On (B)(6) 2012, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Pre-operative computed tomographic angiography (cta) revealed the aneurysm measured 77 mm in diameter. On (B)(6) 2013, cta revealed a type ii endoleak originating from lumbar and inferior mesenteric arteries. The aneurysmal sac had expanded to 88 mm in diameter. On (B)(6) 2014, the patient underwent coil and onyx embolization of the lumbar arteries to treat the type ii endoleak. According to report, the procedure was only partially successful. An open surgical repair to treat the persistent type ii endoleak is scheduled for (B)(6) 2014.

Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Additional implanted devices: pxc141200 lot# 10057366, pxc181000 lot# 9691039, pxc141400 lot# 10024999.

Manufacturer narrative:
An open surgical repair to treat the persistent type ii endoleak was scheduled for (B)(6) 2014; however, no intervention procedure has been reported to date. A follow-up medwatch report will be sent if additional event information becomes available.

Manufacturer narrative:
(B)(4).